Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative lung resection video-assisted thoracoscopic surgery lobectomy, the patient had pain. The patient took up pain medication.